Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and verified the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device will not boot up. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined that the device's system pcb assembly needs to be replaced to resolve the reported issue. The customer declined to have the device repaired and it was returned to the customer unrepaired.

Event description:
The customer contacted stryker to report that their device will not boot up. There was no report of patient use associated with the reported event.